Event description:
Patient allegedly received an implant on (B)(6)2011 via the right internal jugular vein due to dvt (deep vein thrombosis) and pe (pulmonary embolism). Patient is alleging tilt, vena cava perforation, organ perforation, and an embedded prong within a vertebral body. The patient is further alleging pain in both legs that is almost constant, shortness of breath, difficulty walking, "2 or 3" post-implant dvts, 3 post-implant pes, anxiety, depression, and aorta perforation. Per report from CT (computed tomography): "positive for caval perforation. Superior extent of caval filter superior l2 vertebral body. Inferior extent l3-l4 disc space. A total of 4 prongs have perforated the ivc series 3 image 75. Maximum distance prongs perforated approximately 10 mm series 3 image75. Coronal images approximately 7 degree tilt left to right series 7 image 51. Sagittal images 4 degree tilt posterior anterior series 8 image 56. Diameter of ivc directly above filter 23 x 17 mm series 3 image 60." "A prong has perforated the aorta best appreciated on series 3 image 75 and series 7 image 49. A prong that has perforated the ivc is imbedded within a vertebral body best appreciated on series 3 image 75 and series 8 image 50."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, and h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. Investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism (pe), deep vein thrombosis (dvt), organ/vena cava (vc) /aorta perforation, embedment, tilt, sob (shortness of breath), pain in both legs, difficulty walking, anxiety, and depression. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported sob (shortness of breath), pain in both legs, difficulty walking, anxiety, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for neither device lot, nor filter lot(s). No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2011." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.